Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, upon resecting the small bowel, the stapler became difficult to forward half way through the first firing. The surgeon continued to apply more pressure and upon completing of the firing the surgeon observed that the staples were not fully formed and the knife failed to fully transect the tissue. The surgeon had to move in from the initial staple line and re-sect more small bowel to close the transected tissue. There were tissue loss and damage reported.